Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back syndrome ¿ other. The pump contained dilaudid with an unknown concentration and dose. It was reported the patient¿s pump had been dried for 3-5 weeks because ¿someone dropped the ball¿. The caller (family member) reported the pump was last refilled and checked on (B)(6) 2017. The caller reported the patient was going through dilaudid withdrawal. The caller reported the patient was in rehab for physical therapy, and he was unable to do physical therapy because he didn't have his pump, and he was crying. The caller stated the patient¿s concern then was the pump being damaged/ruined because it had been dried. The caller asked when the pump was checked if they could see when the pump dried. There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts. The caller stated there was a possibility that the pump may not have been dried as long as they thought. The caller stated the patient hadn't been giving himself a bolus from (B)(6) until in the last week. The caller stated the patient did a bolus, and the personal therapy manager (ptm) beeped, but the patient couldn't do a bolus within the last week. The caller stated the patient would be getting a dilaudid shot in a couple hours. The caller stated they thought the pump went dry on (B)(6) 2017, and symptoms started (B)(6) 2017. Withdrawal happened on (B)(6) 2017 and that was when the patient called the caller crying, shaking, and throwing up. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on 2017-jul-06 reported the patient has an empty pump and alarm was occurring for empty pump. The hcp had access to the patient/8840. It was noted the empty reservoir occurred on (B)(6)2017. It was noted that the alarm was not related to premature low reservoir alarm/empty pump alarm, or the 8870 older software version. It was noted that the patient did not miss a refill. The hcp spoke with the patient and the patient thought they did not miss a refill, but felt the pump may have not been programmed correctly at the last refill. Programmer showed the pump was last changed on (B)(6)2017. It was confirmed that the pump was refilled back on (B)(6)2017. Based on the current flow rate and the date the pump was last refilled/updated, it was confirmed that there was no error in programming the low reservoir at the last refill. Options were reviewed to fill with drug or saline, and also reviewed that the old drug was still in the pump tubing and catheter. Options were going to be reviewed with hcp staff. It was reviewed that if they fill with saline that they should consider the dose that the pump was programmed at or consider programming to minimum rate mode if they do not want the patient to receive a therapeutic dose. The patient experienced withdrawal symptoms, increased pain, aching all over, headache, and horrid emotionality. It was a gradual change in therapy/symptoms. Event date was noted as (B)(6)2017. It was noted that on (B)(6)2017 the patient tried using their personal therapy manager (ptm) and was denied a bolus. The patient first symptoms started on saturday ((B)(6)2017) or sunday ((B)(6)2017). The patient was inpatient at a rehabilitation facility. No further complications were reported/anticipated.